Event description:
Revision surgery - patient had infection, which required irrigation and drainage (I and d). Doctor removed liner and head.

Manufacturer narrative:
The reason for this revision surgery on (B)(6) 2013 was due to an infection. The original surgery was performed on (B)(6) 2013. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. The device history records for the reported components involved were examined. A review of the sterilization records shows that the reported devices received an adequate 25-40 kgy gamma radiation sterilization dose. All parts were within their expiration date at the time of the original surgery. A review of the implant device history records, product complaint report database, and sterilization records show that the reported components used in the original surgery met sterilization, design, and manufacturing requirements. Due to the short time between the original surgery and the revision, it is possible the infection was acquired in the hospital (nosocomial). It is also possible the patient was noncompliant with post surgical instructions. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that the infection was not the result of a product or manufacturing process defect.